Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that there was an issue with high blood glucose. The reservoir was found to be leaking on one occasion. The infusion set had no anomalies when it was removed. There were no alarms on the insulin pump. Advised that the reservoirs and infusion sets will be replaced. Nothing further reported.